Event description:
The physician deployed a stent in the mid lad to treat a calcified lesion. Physician then attempted to use an nc sprinter legend 3.0x9mm balloon as a post dilation device. The balloon was inflated to 14 atm at 11 seconds and then to 12 atm at 10 sec. During the second inflation contrast was seen just proximal to the balloon. It is reported that a pinhole leak occurred in the balloon and caused a dissection at the proximal edge of the stent. The physician then stented the bifurcation. Image review: puff of contrast is seen proximal to the proximal cone of the balloon.

Manufacturer narrative:
Evaluation results: (inherent risk of procedure) - dissection. No results available since no evaluation was performed) - no device identification or batch number were provided for review. Evaluation conclusions: (known inherent risk of a procedure) - dissection. (B)(4).